Event description:
The product fell apart upon use in the sterile field. This is approximately the fourth time this has happened. A company rep. Picked up the first failed device and a replacement product was sent to us. There was no patient harm.